Manufacturer narrative:
Product complaint # (B)(4). The following information has been requested and received. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent. What is the procedure name? C5/c6 and c6/c7 acdf. What is the procedure date? (B)(6) 2020. What date did the reaction occur on? (B)(6) 2020. What does the reaction look like and how large of an area does the reaction cover? Erythematous and blistering around post-operative scar in right side of neck - approx. 3 x 7cm . Do you have any pictures of the reaction? Already provided. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. Had augmentin on induction of anaesthesia / dexamethasone. What is the most current patient status? Good improvement after topical steroid treatment and IV abx. Can you identify the product code and lot number of the product that was used? Not able to do so. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? No. The following information has been requested however not yet received. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent. Please describe how was the adhesive was applied. What prep was used prior to, during or after prineo use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: initials / ID, gender, age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Does the patient use or exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails).

Event description:
It was reported a patient underwent a c5/c6 and c6/c7 anterior cervical discectomy fusion on (B)(6) 2020 and topical skin adhesive with mesh was used. Post operatively, patient presented with a possible reaction to adhesive. It was erythematous and blistering around post-operative scar in right side of neck - approx. 3 x 7cm .treated with topical steroid treatment and IV antibiotics, improvement noted. Additional information has been requested.